Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was controller lcd screen failure. The controller screen was not displaying the readings, numbers were half blank. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller's liquid crystal display (lcd) was not functioning as expected; pixels were missing throughout the display. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all pixels correctly. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty lcd display module. If information is provided in the future, a supplemental report will be issued.